Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1.

Event description:
Additionally, the health professional reported "cold nodular lesions on the mandillary rim and ck1 points." A follow up will occur in 3 months.

Event description:
Additionally, the healthcare professional reported to not seeing the patient yet but believing that the event had resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the c1, c6, jw1, jw2, and mandible with 3 ml of juvéderm® volux¿ and 2 ml of juvéderm® voluma® with lidocaine. The patient experienced a ¿large granulomatous reaction¿ and ¿nodular inflammatory reaction¿ at the mandible edges and temples a month later. Biopsy was not provided. The patient was treated with solupred, ¿lifbox,¿ and radiofrequency + led, which was effective, but the reaction reoccurred after reducing the doses, so more was given. A blood test was done that showed ¿anti-ha antibody at 65 instead of the normal 45. The patient was also treated with hyaluronidase 3 times with no results. The event is ongoing.